Event description:
During cardio-pulmonary bypass the perfusionist inadvertently switched roller pump direction resulting in delivery of air into pt's cardiovascular system. Error immediately recognized and air was evacuated.